Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a cranial procedure, the router broke when used in the footed attachment. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
The 1.5mm tapered router reported involved with this event was returned for evaluation and it was visually confirmed the router was broken. The returned router was measured where possible and all critical specifications were met. Investigation results indicate that the router broke due to excessive pressure. The label for this product states the following warning; "do not apply excessive pressure, such as bending or prying, with the cutting accessory, foot, or leg. Excessive pressure may fracture the cutting accessory or bend the attachment foot or leg."

Event description:
It was reported that during a cranial procedure, the router broke when used in the footed attachment. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.